Manufacturer narrative:
Date sent to the FDA: 04/28/2016. The surgeon opined that the cause was a suture. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports two possible batch numbers: batch # jgj570, batch # jkh527. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
The actual sample was returned for evaluation. Visual examination revealed that explanted suture was with cuts severing the loop adjacent to the twisted knot and no breakages were present. Regarding possible patient allergies to stainless steel and/or constituent metals, the product insert warns about adverse effects, including allergies/sensitivity to stainless steel and/or constituent metals, such as chromium and nickel, wound dehiscence, infection, minimal acute inflammatory tissue reaction, pain, edema and local irritation at the wound site. Users should be familiar with surgical procedures and techniques involving non-absorbable, stainless steel sutures before employing for wound closure, as the risk of wound dehiscence may vary with the site of application and the suture material used.

Manufacturer narrative:
(B)(4) date sent to the FDA: 04/05/2016. (B)(4). If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an aortic valve repair procedure with aortic dissection on (B)(6) 2016 and suture was used on breastbone. Following the procedure, the patient developed skin inflammation. After eleven days of the procedure, the liquid like a pus came out from the incision. Then, the wound was opened, and it was confirmed that clear liquid was coming out from the steel fixing position of sternal closure. The patient is still hospitalized. Additional information has been requested.